Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned unit found stent damage. Some proximal stent struts were mis-aligned. This type of damage is consistent with the delivery system encountering some form of restriction. Blood was noted on the balloon. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage occurred. The lesion was located in the left anterior descending artery. The physician began to introduce the 2.25x16mm taxus liberte stent and observed that the stent's strut was lifted. There were no patient complications. The procedure was successfully completed with another 2.25x16mm taxus liberte stent. Patient status is reported as "good".